Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure performed on (B)(6), 2009. According to the complainant, the device could not be advanced down the working channel of the scope. Upon removal of the device from the scope, it was noted by the physician that the jaw was missing from the device and was found within the scope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).